Manufacturer narrative:
G4: 30sep2019; b4: 01oct2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer's fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 12dec2019, date of report : 13dec2019. The touch screen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements will be performed on the returned touch screen assembly. The touchscreen measured resistance and resistance ratio are out of specification. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019.

Event description:
The customer reported touchscreen failure. There was no patient involvement.